Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10/9/2020. The device evaluation was completed on 10/29/2020. The device was visually inspected and the hemostatic valve was found dislodged into the hub. The tip was bumped. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001347 number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. The hemostatic valve dislodged appears to be related to the incorrect introduction of the vessel dilator. The root cause of tip bumped cannot be determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed the hemostatic valve dislodged. Initially, it was reported that when trying to insert the carto vizigo¿ 8.5f bi-directional guiding sheath over the wire into the groin, the physician noticed a lot of resistance, and the sheath would not advance. The sheath was removed from the groin and it was discovered that the sheath had "bunched up" where it transitions to the dilator, on the distal end. The sheath was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. The event was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 10/14/2020 that the hemostatic valve was dislodged inside the hub of the device. The lab finding of the hemostatic valve dislodgement was assessed as a MDR reportable issue. The awareness date for this finding is 10/14/2020.